Event description:
In 2006, a call was rec'd notifying the company of a revision surgery required in conjunction with a bone anchor. Info provided indicated the surgeon has performed a rotator cuff repair 4 months prior. Postoperatively (date not provided), pt presented with pain. Using x-ray, it was determined 1 anchor had pulled out of bone. In 2006, a second surgery was performed to remove the loose anchor. Rotator cuff was fully healed to humeral head. Upon review of the anchor by surgeon and sales rep postoperatively, there was indication the anchor may have been implanted intracortically. Pt is reportedly doing fine.

Manufacturer narrative:
Explanted anchor was returned for eval. A lot number was not provided. It was noted that 1 wing of the bone lock appeared to be properly deployed and the opposite wing was bent along the shaft of the anchor. The anchor was broken at the z-arm. The suture lock and suture were intact and appeared to have been secured by the suture plug. It can not be determined if the deformation of the bone lock took place as a result of intracortical placement of the implant. No conclusion can be drawn based on condition of device and info provided.